Event description:
It was reported that following an implant procedure, the patient experienced a ventricular tachycardia and passed away. It was alleged that the device delivered inadequate therapy. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.